Event description:
During a rotator cuff repair utilizing the healicoil rsb sa 5.5mm w/3 ub-bl,cbrd bk, it was reported that the anchor pulled out and broke in two. The physician used a gold shafter awl for hole prep. The physician inserted the anchor and was tying the last knot, when he felt something. The physician removed the pieces with a grasper, open cutter, and shaver. The physician used non-smith & nephew anchor at a new site and the original hole was left empty. The patient was reported to be elderly with soft bone. There were no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).